Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer's insulin pump was beeping and then the screen froze. Customer took the battery out and put in a new battery, but the pump is still frozen. Customer's blood glucose level was 116 mg/dl. Customer is using a aaa alkaline energizer battery. Customer was advised to test a new aaa alkaline battery with the pump. Customer stated that the display did not return. Customer was advised to remove the battery for 10 minutes. Customer cleaned the batter cap contacts, but the display still did not return. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No blank display however, unit received with stuck full segment display due to faulty connector on motherboard. The insulin pump had constant tone during stuck full segment display due to faulty connector on motherboad. The insulin pump was received with minor scratched display window. No further testing could be performed due to stuck full segment.